Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised due to dislocation on (B)(6) 2014. The head and the cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date explanted - unknown; initial reporter - unknown; PMA/510(k) number-unknown; manufacture date ¿ unknown.